Manufacturer narrative:
The device was not received for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events with similar coding. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and device preparation manual were reviewed. The operator is instructed to visually inspect the delivery system, qualcrimp crimping accessory, crimp stopper and loader for damage before unpacking. After removing from the packaging, they are instructed to flush the delivery system. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Regarding the flushing difficulty, there was no device problem identified affecting a distributed product, therefore, no product risk assessment (pra) is required. Additionally, since no defect, which could have resulted in the flushing difficulty was confirmed, no preventative or corrective actions (CAPA) are required. Regarding the packaging in which the sterility was compromised, a technical summary written by edwards lifesciences for this kind of event indicates there is no indication of a non-conformance related to a device deficiency, therefore no pra is necessary. Additionally, as there is no confirmed defect which could have resulted in the event, no CAPA is required. The flushing difficulty was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, the packing damage was confirmed due to provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''...the shelf box of a 23mm commander delivery system was observed to be bent and crinkled before use, and the delivery system appeared to be leaking during prep. It was unknown where the leak was coming from, but the table was more wet than usual. The fcs could not confirm if the leak was due to box damage nor if the leak was from the delivery system or not but did not want to risk it with the valve and patient. The fcs was unable to confirm if the sterility of the device was compromised. Another delivery system was prepped. The device was discarded.'' In this case, there are several contributing factors that could have led to the flushing difficulties: *the damaged shelf box reported in the same event may have caused the delivery system components that packaged inside the shelf box broken/damaged, leading to the leakage, which has resulted in flushing difficulties. *mishandling of the device during preparation could have led to the flushing difficulties. As such, available information suggests that procedural factors (damaged shelf box/improper device preparation) may have contributed to the complaint event. However, without applicable imagery or device returned, a definite root cause is unable to be determined at this time due to insufficient information. An in-depth evaluation regarding events involving packing in which sterility was inadequate or compromised was performed and documented in a technical summary written by edwards lifesciences. The technical summary evaluation confirmed that edwards's established manufacturing mitigations are designed to eliminate incidences of inadequately packaged thv kits leaving the edwards facility. Packaging at edwards is thoroughly tested through design verification to prove resiliency to withstand various conditions such as environmental, distribution, and aging. Furthermore, product IFU (instructions for use) and manuals for device preparation and physician training instruct the user to inspect packaging/sterile device and not use them if they are dropped, damaged, or mishandled in any way (e.g. Compromised sterility). It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. Therefore, complaints related to packaging damage are most likely the result of shipping and handling. Shipping and handling includes various factors that may contribute to a container, shelf box, or shipper box damage. This usually occurs during the transportation of the packaged device between edwards' distribution centers and the relevant sites where products are being used; or can occur due to mishandling of the packaging. In summary, damage to the packaging during shipping and handling occurs outside of edwards' control. In this case, the damage observed on the shelf box is unlikely to be resulted from a manufacturing non-conformance, but it is possibly sustained during shipping and transportation, leading to compromised sterility of the device.

Event description:
As reported by the edwards field clinical specialist (fcs), the shelf box of a 23mm commander delivery system was observed to be bent and crinkled before use, and the delivery system appeared to be leaking during prep. It was unknown where the leak was coming from, but the table was more wet than usual. The fcs could not confirm if the leak was due to box damage nor if the leak was from the delivery system or not but did not want to risk it with the valve and patient. The fcs was unable to confirm if the sterility of the device was compromised. Another delivery system was prepped. The device was discarded.

Manufacturer narrative:
Investigation is ongoing.